Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was persistently vasodilated following pump implant, requiring high vasopressor requirements. A transesophageal echocardiography was performed to assess inflow conduit and outflow graft. The findings were notable for turbulent outflow graft flow, possibly stenotic. The patient underwent chest exploration on (B)(6) 2017. During this procedure, outflow graft anastomosis was evaluated using epiaortic echo probe. Severe slit-like narrowing was found, which caused markedly turbulent jet in the ascending aorta. The surgeon revised outflow graft anastomosis. Flow was found to be much more laminar after the procedure. Repositioning of the device into the left pleural space was also performed, which resulted in no impact on hemodynamics. The device was intentionally stopped while the surgeon worked on the outflow graft and the patient was put on bypass. No further information was provided.